Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, a potential cause for thermal damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
1 of 2: olympus was informed that during a partial nephrectomy procedure, the teflon pad burned, exposing metal underneath. There was no report of patient injury, device fragment falling into the patient, or visible damage to the probe. The procedure was completed using another thunderbeat device.

Manufacturer narrative:
This supplemental report provides device evaluation results, updates the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for burnt teflon pad with metal exposure. The teflon pad was found charred, melted and partially lifted away from the jaw, exposing metal underneath the pad. There was no damage to the probe.